Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use in an unknown procedure performed on an unknown date. According to the complainant, a break in the fiber wire was observed when the fiber was removed from its package. The procedure was completed with another fiber. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. Problem code 1069 captures the reportable event of fiber broke. Investigation results the fiber was returned broken into two pieces. The first piece measured approximately 106.4 cm from the top of the connector to the break. The second piece measured approximately 219.7 cm and included the entire distal tip. This piece included two kinks. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Event description:
It was reported to boston scientific corporation on november 7, 2018 that a flexiva 200 tractip laser fiber was opened for use in an unknown procedure performed on an unknown date. According to the complainant, a break in the fiber wire was observed when the fiber was removed from its package. The procedure was completed with another fiber. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.